Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high ventricular rate and ventricular noise reversion episodes due to atrial lead noise resulting in pacing inhibition. Programing changes were performed to resolve the issue. The patient condition was stable.